Event description:
It was reported that the device failed the self test and logged several fault codes in the memory indicating a possible critical failure. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported fault codes logged in the memory. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of failure to be an ic chip, u34. Failure of the ic chip increased the power drop across a resistor, r150, and burned it open. The observed component failures would have resulted in an abnormal shock and a lower energy output.